Manufacturer narrative:
The golvo mobile lift in intended to be used for transferring patients between devices, floor lifting, horizontal lifting, supporting patient limbs, ambulating patient, bathing patient, toileting patient, weighing patient and transferring patients from car. Intended for use in following environments: health care, intensive care, emergency ward, rehabilitation, habilitation. Replacement parts were ordered to repair the lift. Periodic inspection 3en371001 rev. 5, under section 3 states: castors wheels: roll the lift along the floor. Check to ensure that all wheels roll and turn freely. Make sure the wheels are fastened. Lock the brakes, make sure the wheels do not turn and the housing does not swivel when the lift is pushed. There should not be any play between the fork and the wheel nut. Although there was no patient injury associated with the reported event, the report of a wheel detaching if it occurred during a patient transfer could contribute to a serious injury or death. Therefore, hillrom considers this complaint a reportable malfunction.

Event description:
The customer alleged that a wheel was lost during use, the locking screws on the feet were loose and one was also missing under the foot spacer. There was no patient involvement. This report was filed in our complaint handling system as (B)(4).